Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high thresholds. The patient was seen for a revision procedure where upon opening the pocket a hematoma was noted. The pocket was also infected. This lead and the associated right atrial (ra) lead and device were explanted due to the infection. There were no additional adverse patient effects.